Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had rf pic failed selftest alarm. The customer¿s blood glucose level was 84 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was unable to rewind the pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. However, device alarmed motor arm failed self-test during self test due to faulty y1/rf board.